Manufacturer narrative:
A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned component revealed a separation in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces have an unknown rough appearance. Partial separations, with the same unknown rough surfaces as the separation, were also noted on the bladder of cylinder 1. Testing revealed these partial separations were not sites of leakage. No functional abnormalities were noted with the pump, cylinder 2 or the reservoir. Based on examination of the returned product, it was concluded that the separation noted on the bladder of cylinder 1 could have resulted in the reported leakage, making the device inoperable. However, quality engineering and the head of innovation reviewed the separation and surfaces and were unable to determine what may have contributed to the separation, and partial separations on the bladder of cylinder 1, based on the rough surfaces noted. No further complaints of this nature have been reported for this lot number. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot number or reported complaint.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, no fluid was in the system and a location of a leak could not be detected. Another inflatable device was implanted.